Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 14-jul-2016 which refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) implanted on (B)(6) 2006, as a permanent birth control option. Following the essure procedure, she began to experience extremely long and heavy menstrual cycles, new onset chronic pelvic pain and dyspareunia. Because of the complications associated with the essure device, plaintiff underwent a hysteroscopy, a removal of the essure implants, and a hysterectomy procedure on (B)(6) 2016. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and following the procedure had new onset chronic pelvic pain. She underwent a hysteroscopy, removal of the essure implants, and a hysterectomy, approximately 10 years after essure insertion. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case, limited information was provided. Consumers medical history and concomitant conditions were not mentioned. Given the nature of the reported event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 05-aug-2016. Ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and following the procedure had new onset chronic pelvic pain. She underwent a hysteroscopy, removal of the essure implants, and a hysterectomy, approximately 10 years after essure insertion. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case, limited information was provided. Consumers medical history and concomitant conditions were not mentioned. Given the nature of the reported event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("new onset chronic pelvic pain/ pain") in a 45-year-old female patient who had essure (ess205) (batch no. 508293) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included polycystic ovary since 2004. Concomitant products included spironolactone. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("extremely long and heavy menstrual cycles/ abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), anger ("hormonal changes (describe: temper / rage)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and alopecia ("hair loss"). In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced nausea ("nausea"). On (B)(6) 2016, 9 years 10 months after insertion of essure (ess205), the patient experienced vision blurred ("blurred vision"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, alopecia, nausea, migraine, headache and vision blurred outcome was unknown and the dyspareunia, anger and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anger, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vision blurred to be related to essure (ess205). The reporter commented: she used patch for birth control. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: no opacification of the fallopian tubes most recent follow-up information incorporated above includes: on 28-feb-2018: pgfs received. Reporters added and updated patient demographics. Concomitant disease, laboratory data, concomitant drug were added. Updated suspect drug indication and lot number. Added events hormonal changes (describe: temper / rage) abnormal bleeding (vaginal), nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vision/eye problems (type: blurred vision), migraines , headaches, fatigue and hair loss. Updated events and onset date. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("new onset chronic pelvic pain/ pain") in a 45-year-old female patient who had essure (ess205) (batch no. 508293) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast reduction, total knee replacement, back surgery, appendectomy, gestational diabetes and motor vehicle accident. Concurrent conditions included polycystic ovary since 2004. Concomitant products included axotal (fioricet) and spironolactone. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("extremely long and heavy menstrual cycles/ abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), anger ("hormonal changes (describe: temper / rage)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and alopecia ("hair loss"). In december 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In september 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In january 2016, the patient experienced nausea ("nausea"). On 26-jan-2016, 9 years 10 months after insertion of essure (ess205), the patient experienced vision blurred ("blurred vision"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (abdominal supracervical hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, alopecia, nausea, migraine, headache and vision blurred outcome was unknown and the dyspareunia, anger and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anger, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vision blurred to be related to essure (ess205). The reporter commented: she used patch for birth control. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 28-apr-2006: no opacification of the fallopian tubes . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.